Event description:
The device was used during a nephrectomy procedure. The specimen pouch prematurely detached into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.